Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while transecting the rectum during a laparoscopic low anterior resection, when the operator pushed the green safety button to transect the rectum by squeezing the handle, it did not work. Also, the device was unable to fire because, the I- beam did not move at all. He retracted the I- beam of the reloads and opened the cartridge to replace the abnormal reloads and was able to transect the targeted tissue with a handle. There was no injury reported.